Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he went to the emergency room due to extreme pain at the insertion site, approximately one week after inserting a sensor. An ultra-sound confirmed that no piece of the sensor broke off underneath the skin. Nothing further was reported.